Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: the device was discarded at the treating facility and was therefore not available for analysis. H.6.: code d12: according to the gore® molding & occlusion balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to vascular trauma. H.6.: code d1102: according to gore® molding & occlusion balloon catheter instructions for use, warnings: do not inflate the balloon in areas of significant calcified plaque. Balloon rupture and / or vessel damage may occur. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheters as accessories. After placing the contralateral leg, the left common iliac artery was ruptured while inflating the balloon for molding the distal side of the device. The left internal iliac artery was coil embolized and an additional stent graft was placed towards the left external iliac artery as a treatment. The blood outflow disappeared. Contrast imaging revealed a type ii endoleak, which was caused by the blood flow from the lumber artery, but the procedure was completed without additional treatment. The patient tolerated the procedure. Physician¿s comment: ¿the vessels were aneurysmal and in poor condition. I should not have inflated the balloon that much.¿